Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patients ipg was unable to communicate with external devices and patient was unable to charge ipg. As a result, surgical intervention may be undertaken to address the issue.